Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that four cre fixed wire dilatation balloons were used in the esphagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that four balloons burst at maximum pressure while being inflated from 19mm to 20mm. The procedure was completed with a another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.